Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir compartment¿s retainer ring snapped and broke. They were unscrewing the reservoir when the damage occurred. The customer¿s blood glucose level was 7.5 mmol/l. No further details were given. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window.